Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), headache ("headaches"), insomnia ("insomnia"), muscle spasms ("legs cramping"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dyspareunia, vaginal infection, tooth disorder, headache, insomnia, muscle spasms, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder disorder, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, insomnia, muscle spasms, tooth disorder, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously added "injury" was replaced with "ectopic pregnancy", new events" dyspareunia (painful sexual intercourse), genital bleeding, device ineffective, vaginal infection, dental problems, headaches, insomnia, legs cramping, she did not undergo essure confirmation test " added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.